Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 469 mg/dl and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B) (6) 2009, the rv lead (cpi) was repositioned due to ventricular noise oversensing. On (B) (6) 2009, the patient was shocked during sexual activity and came into the clinic. The files showed ventricular oversensing and the device was programmed at that time to minimize oversensing during activity. The device remains implanted, a recommendation by the manufacturer has been requested. Note: ela was not informed of this event until february 15, 2010.